Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had a persistent system error 41786. There were no reported patient involvement and harm.

Manufacturer narrative:
H7, h9: updated. The device was not returned for analysis. Review of service history showed no indication that the complaint was related to service of the device within the review period. Unable to confirm complaint due to the device not being returned. Based on the review of the information provided from the customer, unable to determine a probable cause as the device was not returned for evaluation.